Event description:
Boston scientific received information that the patient implanted with this device system reported that the device delivered a shock. The patient then fell forward and was now reporting that the right arm was sore. The local area sales representative was contacted, who provided information that the patient had been seen in the clinic approximately two months prior. Upon interrogation, a fast ventricular tachycardia (vt) in the ventricular fibrillation (vf) zone was detected by the device with one attempt of unsuccessful anti-tachycardia pacing (atp) followed by one appropriate and successful 41j shock. It was noted that the patient reportedly passed out from the episode, however, did not require medical treatment at that time. A remote follow up one month later displayed no events. It was unknown if the patients recent comments were related to the previous interrogation. No further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.